Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported difficulties resulting in surgical procedure, delay in procedure and prolonged hospitalization were due to circumstances of the procedure. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, causing resistance with the thumbwheel, damage to the handle and prevented deployment. The additional reported difficulties of resistance during removal, occlusion of the vessel and vessel damage are likely the result of manipulation to the delivery system to remove the device with the stent partially deployed. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. Investigation conclusion code 4315 removed; 4307 added.

Event description:
It was reported that the procedure was to treat a calcified vessel in the right superior femoral artery (sfa). The 6.0x150mm absolute pro self-expanding stent system (sess) partially deployed and resistance was felt at the handle thumbwheel ceasing deployment of the sess and breaking the thumbwheel. There was resistance when the system was pulled from the anatomy and the delivery system and stent temporarily blocked the origin of the right sfa. The sess with stent was ultimately removed without intervention, however, it damaged the artery. It was noted that a bypass was performed to repair the sfa. A clinically significant delay in the procedure occurred and hospitalization was extended. No additional information was provided. Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified vessel in the right superior femoral artery (sfa). The 6.0x150mm absolute pro self-expanding stent system (sess) partially deployed and resistance was felt at the handle thumbwheel ceasing deployment of the sess and breaking the thumbwheel. There was resistance when the system was pulled from the anatomy and the delivery system and stent temporarily blocked the origin of the right sfa. The sess with stent was ultimately removed without intervention, however, it damaged the artery. It was noted that a bypass was performed to repair the sfa. A clinically significant delay in the procedure occurred and hospitalization was extended. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of occlusion and injury to artery are listed in the absolute pro ll instruction for use as known potential adverse events associated with the use of the device. The investigation was unable to determine a cause for the reported difficulties resulting in surgical procedure, delay in procedure and prolonged hospitalization. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, causing resistance with the thumbwheel, damage to the handle and prevented deployment. The additional reported difficulties of resistance during removal, occlusion of the vessel and vessel damage are likely the result of manipulation to the delivery system to remove the device with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.